Manufacturer narrative:
Block h6 (device codes): imrdf code a050501 captures the reportable event of bands/failure to deploy. Block h6 (device codes): imrdf code a23 captures the reportable event of suture/detachment of device or device component. Block e1 (initial reporter facility name): (B)(6) hospital of (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a ligation of gastric varices performed on (B)(6) 2026. During the procedure, the band failed to deploy. When the ligator housing was removed from the patient, the suture was found to be loose. The procedure was completed with another device, different model. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: the complainant reported that the device was used in gastric varices (stomach). However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the stomach.